Manufacturer narrative:
Event date is approximate, the month is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient reported that in (B)(6), they experienced shocking right at the implant site. The patient said that was supposed to see the medtronic representative about this however said was told that the mdt representative got covid. The patient said that they saw their healthcare professional (hcp) on (B)(6) 2021 and had x-rays and were told that everything looked fine. The patient said that hcp directed the patient to decrease the setting, which patient did. The patient said that decreasing the setting resolved the issue. They were experiencing the shocking whether or not the stimulation¿was on or off. Agent did not ask about the circumstances that led to the reported issue.